Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility has alleged the catheter has holes in the tubing, small splits in the tubing and/or separation at the repair kit. Device was removed. There was no patient injury.

Event description:
It was reported that the facility has alleged the catheter has holes in the tubing, small splits in the tubing and/or separation at the repair kit. Device was removed and replaced. There was no patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6.6 fr s/l broviac external red hub extension tube set segment was returned for evaluation. During gross examination, it was noted that the detailing was worn off the protective clamping sleeve and a partial circumferential split was noted on the lumen approximately 0.4cm from the distal end of the luer. The sample was patent to infusion with leaking noted at the site of the split. When viewed under magnification, the edges of the split were noted to be jagged. Based on the findings, the investigation is confirmed for the reported leak. Per the evaluation results, the lumen was split very close to the distal end of the luer and wear was noted to the protective clamping sleeve, indicating that clamping the catheter adjacent to the crimp collar may have contributed to the reported event. Clamping in this region compresses the catheter material between the harder materials of the clamp and the luer hub stem, resulting in catheter damage. While a definitive root cause could not be determined based upon available information, it is possible that procedural issues contributed to the reported event. Labeling review: the instructions for use (IFU) that was included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. On site care instructions states to use alcohol wipes during cleanings. This IFU warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire.